Event description:
The customer reported a button error alarm. The blood glucose reading was 9 mmol/l. The insulin pump was not dropped and was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.